Manufacturer narrative:
This report is submitted on 06 may 2020.

Event description:
Per the clinic, the patient experienced pain and drainage at implant site and subsequently was treated with oral and topical antibiotics and the site was cauterized with silver nitrated. The implanted device remains.